Manufacturer narrative:
(B)(4). This complaint is for a report of a leak found in patient line. This complaint was not confirmed and no root cause was determined because sample was not available for evaluation. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
A home patient (hp) contacted global technical services (gts) requesting assistance to disconnect from the homechoice unit. The hp stated, he needed help disconnected at the end of therapy because every time he tried to disconnect, the solution would come out of the patient line. The technical service representative (tsr) advised the hp to close the transfer set and the clamp on the patient line. The tsr further assisted the hp to disconnect. No injury or medical intervention was reported. No further detail is available at this time.